Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. B97485) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, upper respiratory infection, pharyngitis, offensive vaginal discharge, bacterial vaginosis and allergic reaction to antibiotics. Concurrent conditions included light sensitivity to eye, dry eye syndrome, myopia, astigmatism, pathological optic disc cupping, throat irritation, cough, allergic rhinitis, constipation, dyspareunia, type 2 diabetes mellitus, hyperlipidemia and external hemorrhoids. Concomitant products included metronidazole and solpadeine (tylenol 1). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). On an unknown date, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"), adnexa uteri pain ("ovaries"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adnexa uteri pain and back pain was resolving, the weight increased, vaginal haemorrhage, depression, tooth disorder, fatigue and alopecia outcome was unknown and the menorrhagia, abdominal distension and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, back pain, depression, fatigue, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the carried out in left ostia and 7 remaining coils were counted initially with moderate resistance then in easy and on right side 4 remaining coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirm bilateral tubal occlusion on (B)(6) 2017, surgical pathology showed final pathologic diagnosis: fallopian tubes, bilateral, salpingectomy: -benign fallopian tubes with no significant histopathologic abnormality identified. Gross description: the container is labeled "bilateral fallopian tube bilateral essure¿. A thin metal coil measuring 5.5 x 0.1 cm is identified within the fallopian tube. Specimen(s) received: fallopian tube, salpingectomy ¿ bilateral fallopian tubes with bilateral essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal distention, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 37-year-old female patient who had essure (batch no. B97485) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, upper respiratory infection, pharyngitis, offensive vaginal discharge, bacterial vaginosis and allergic reaction to antibiotics. Concurrent conditions included light sensitivity to eye, dry eye syndrome, myopia, astigmatism, pathological optic disc cupping, throat irritation, cough, allergic rhinitis, constipation, dyspareunia, diabetes mellitus, hyperlipidemia and external hemorrhoids. Concomitant products included metronidazole and solpadeine (tylenol 1). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), tooth disorder ("dental problems"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). On an unknown date, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"), adnexa uteri pain ("ovaries"), back pain ("lower back pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adnexa uteri pain and back pain was resolving, the weight increased, vaginal haemorrhage, depression, tooth disorder, fatigue and alopecia outcome was unknown and the menorrhagia, abdominal distension and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, back pain, depression, fatigue, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the carried out in left ostia and 7 remaining coils were counted initially with moderate resistance then in easy and on right side 4 remaining coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirm bilateral tubal occlusion on (B)(6) 2017, surgical pathology showed final pathologic diagnosis: fallopian tubes, bilateral, salpingectomy: -benign fallopian tubes with no significant histopathologic abnormality identified. Gross description: the container is labeled "bilateral fallopian tube bilateral essure¿. A thin metal coil measuring 5.5 x 0.1 cm is identified within the fallopian tube. Specimen(s) received: fallopian tube, salpingectomy ¿ bilateral fallopian tubes with bilateral essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; abdominal distention, menorrhagia. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Her demographic was added. Lot no added. Historical condition added. Lab data added. Concomitant condition added. Following event : abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, dental problems, fatigue, gastrointestinal or digestive system condition type: bloating, hair loss, ovaries, lower back pain, cramping. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and weight increased outcome was unknown. The reporter considered pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.